Event description:
It was reported the patient just put in new aaa batteries in ptm device and the date on the ptm showing was (B)(6) 2013. The reporter thought it should be "todays date" listed. It was confirmed the date was the patient¿s refill date. The patient was recently filled on (B)(6) 2013. It was recommended to have the patient request a bolus and if that does not update the date then go to hcp¿s office to have date changed. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).